Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during pre-implant testing this subcutaneous implantable cardioverter defibrillator (s-ICD) passed screening in all vectors but once implanted low amplitude was observed in the primary vector. Automatic setup choose secondary vector. During induction testing it was difficult to induce an arrhythmia. After successful induction, the device detected appropriately and delivered a shock which successfully cardioverted the rhythm but the resulting impedance was greater than 200 ohms. The physician is confident of proper placement. Visual inspection noted appropriate connection but the physician elected to remove electrode and re-seat it. Manual set up returned normal impedances. The physician wanted to know why this occurred. Boston scientific technical services (ts) recommended ending the interrogation session, re-interrogate and preserve a copy of the device¿s memory for analysis. Boston scientific engineers confirmed the presence of low amplitudes and the out-of-range shock impedance. It was concluded the clinical observations were the result of a connection issue which resolved when the electrode was re-seated in the device header. The device and electrode remain in service. No adverse patient effects were reported.